Event description:
On (B)(6)2009, the patient reported that both the up and down buttons on her infusion device were not functioning. She stated that the issue was intermittent and she noticed it a couple of months ago. She discovered that the buttons were not functioning when the infusion device did not beep or vibrate after button presses. She stated that she sometimes uses her fingernail to press the buttons and the buttons are flat and do not "pop" back after being pressed. The infusion device has not been dropped or exposed to moisture. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.